Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and tactile inspected. Inspection revealed numerous kinks in the hypotube and damage to the tip of the device and a partial separation at the collar. The inner diameter (ID) of the guidezilla was measured at the distal tip using a calibrated pin gauge set. The ID met the specifications. A .057¿ tooling qualified mandrel was inserted through the tip with no resistance. Functional testing was done by advancing a lab supplied, stented balloon catheter through the collar of the guidezilla. The stented device advanced smoothly and without resistance. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on march 17, 2017. It was reported that advancing difficulties occurred. A guidezilla¿ guide extension catheter was selected for use. During the procedure, upon advancement of a promus premier stent, the distal edge got caught in the entry of the guidezilla¿. Force was applied by the physician which caused the stent to be compressed on the delivery system causing advancing difficulties. The stent did not migrate off the balloon however, due to the stent which was compressed approximately 50% of its original length, it was unable to be used. The stent was removed by pulling out the device and was exchange for another of the same device. This cross the guidezilla¿ successfully. No patient complications reported. However, device analysis revealed that there was partial separation at the collar.